Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issue. No new lv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h1. This supplemental report was created to capture information correction.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issue. No new lv lead was placed. No additional adverse patient effects were reported.